Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor displayed code 102 and code 203 indicating a pulse test fault. The cause of the inability to complete testing a lack of ECG signal. The cause of the lack of ECG signal is a defective u612 processor. The cause of the pulse test faults is an open r7. The cause of the open r7 resistor is a shorted q2 transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.